Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room for chest pain. The patient was found to have elevated troponin levels. The symptoms were not device related. Interrogation revealed myopotential over-sensing causing inhibition. Programming changes were made and the device was no longer sensing myopotentials. The patient was stable.